Manufacturer narrative:
Other applicable components are: product ID 3889, lot# unknown, product type: lead; product ID 3889, lot# unknown, product type: lead. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
The manufacturers' representative (rep) reported that the patient had to have the system removed to have an MRI. During the implantable neurostimulator (ins)/ lead removal, the lead broke near the tines and they were unable to remove the stimulating electrodes. It was unknown if the patient recovered completely. There was no further information provided about this event.